Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an emergency procedure, the user reported that the large display was completely dark. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The liquid crystal display module of the large display (ld) was defective, which made imaging in the examination room impossible. The live monitor in the control room was not affected. The affected component (ld) was replaced on site by the local service organization and the error has not been reported again. The occurrence rate of this error pattern was checked, but neither a systematic error nor other circumstances could be identified that would require any corrective action. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.